Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, it was noticed on fluoro that the balloon was not inflating totally (slow to medium inflation technique), therefore, the valve had to be post dilated with another non-ew balloon. After taking the commander delivery system out of the patient, the balloon was inflated and a leakage in the handle was noted, near the adjustment wheel. Video analysis showed fluid loss during balloon inflation. The valve was performing correctly after postdilatation.

Manufacturer narrative:
The balloon was returned with loader cap inserted and while inflating the balloon, a leak was observed on the handle at the proximal side of the fine adjust wheel. Visual inspection was performed; xrays of the handle were taken and damage on the balloon shaft was observed proximal to the stop sleeve. The delivery system was disassembled after functional testing and revealed damage twist on the balloon shaft just proximal to the stop sleeve. Functional testing was performed; during predecontamination evaluation, leakage at the fine adjust wheel was observed when inflating through the inflation balloon port. As observed from the xrays and disassembly of the handle, the leakage originates from the twist damage found on the balloon shaft proximal to the stop sleeve. Due to the nature of the complaint, no applicable dimensional testing was able to be performed as the complaint was confirmed through visual inspection. Imagery evaluation was performed; postprocedural video shows leakage at the fine adjust wheel was observed when inflating through the inflation balloon port, procedural cine shows incomplete expansion of balloon during deployment, resulting in underexpanded thv. Based on the observed leakage during balloon inflation, the complaint was confirmed. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the complaint failure delivery system leakage. A complaint history review on confirmed device complaints for failure delivery system leakage identified procedural factors excessive manipulation as a potential root cause applicable to the event. The instructions for use (IFU) for commander delivery system, device preparation manual and device procedural training manual were reviewed. No ifutraining deficiencies were identified. A risk assessment was performed on the reported event and revealed no evidence of product nonconformances or labelingifu inadequacies. The complaint for failure delivery system leakage was confirmed based on evaluation of the returned device and provided imagery. No manufacturing nonconformances were identified during engineering evaluation. A review of the DHR, lot history, manufacturing mitigations and complaint history did not provide any indication that a manufacturing nonconformance would have contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. As reported, it was noticed on fluoro that the balloon was not inflating totally (slow to medium inflation technique) and after taking the commander delivery system out of the patient, the balloon seemed completely ok, not perforated, but when inflating, a leakage in the handle was noted, near the adjustment wheel. Additionally, it was reported that there were no abnormalities noted during prep. Evaluation of the returned delivery system revealed a balloon shaft damagetwist just proximal to the balloon shaft stop sleeve. As observed from the xrays and disassembly of the handle, the leakage originates from the twist damage found on the balloon shaft proximal to the stop sleeve. The lumen between the balloon shaft and guidewire lumen allows for a passageway for fluid to inflate the balloon. Although the balloon shaft is reinforced with a wire braiding, forces such as tension, compression or torquing the material can compromise the balloon shaft walls and result in a leak path. Additionally, a replication study with a sample commander revealed a similar damage was able to be recreated when the delivery system was pulled to the warning marker, locked, and twisted at the proximal balloon shaft. As the delivery systems are 100% tested for leakage, and the issue was undetected during preparation, it is likely that damage to the delivery system occurred during the procedure. The exact cause of the leak is unknown however if the balloon shaft is pulled to the warning marker and locked, it can expose the proximal stop sleeve joint to potential bending or twisting. As such, it is possible that after gross alignment and prior to inflation, the balloon shaft was twisted and resulted in the observed leakage at the balloon shaft. Per the training manual, unlock, pull the balloon catheter straight back at the yconnector until part of the warning marker is visible and lock, do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure, check delivery system before valve alignment. If kinked, do not use, the warning marker indicates the balloon catheter is approaching a hard stop. Do not pull past the warning marker. A definite root cause is unable to be determined. However, available information suggests that procedural factors (excessive manipulation) may have contributed to the complaint event. Since no product nonconformances or ifutraining deficiencies were identified during evaluation, a product risk assessment (pra) is not required. Since no manufacturing defects were confirmed no corrective and preventative actions (CAPA)are required.